Event description:
It was reported that during the implant attempt, the lead could not be inserted into the pulse generators header. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the lead connector boot dimensions were out of specification.